Event description:
It was reported that during a robotic laparoscopic prostatectomy procedure, at the beginning of the anastomosis phase, the secure cadiere forceps (scf) experienced a structural failure of the jaws. The system detected failure and prevented any movement of the arm. The broken instrument removal procedure was carried out according to the guideline. The instrument was then extracted from the patient through the trocar, inspected, and the breakage was confirmed. It was replaced with another scf to resolve the issue. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.